Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. The failure investigation has been completed and the alleged malfunction issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was not charging. Additionally, a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate method of insulin delivery available.